Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Report source: (B)(6).

Event description:
It was reported that approximately 5 years post implantation, the patient was revised due to medial subsidence of the tibial articular surface. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device was previously reported under 0002648920 - 2018 - 00649. The initial report was forwarded in error and should be voided.

Event description:
Upon receipt of additional information, it has been determined that this device was previously reported under 0002648920 - 2018 - 00649. The initial report was forwarded in error and should be voided.